Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the saphenous vein graft (svg). The physician attempted to reach the lesion with a taxus express2 3.5 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. The undeployed stent was then retracted through the guide catheter. Upon removal of the stent from the patient's body stent damage was noticed. No patient complications or injuries were reported. The procedure was successfully completed with another taxus express2 3.5 x 8 mm drug eluting stent. Patient status is reported as "satisfactory/good."